Event description:
As stated by the customer (B)(6) 2012: carendo goes up by itself and then not down. Handset replaced.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR arjo hospital equipment (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.